Manufacturer narrative:
(B)(4). Additional information received: spoke with the patient (B)(6) and she confirmed that the linx device was explanted on (B)(6) 2019. From a surgical standpoint everything went as expected and she is in the recovery stage. The vomiting has resolved. She will follow-up with dr. (B)(6) on (B)(6). Date of birth (B)(6) 1959. Additional information has been requested and is unavailable: what is the product code for the linx device that was removed? Is a lot or serial number available? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors other than the vomiting that led to the removal of the device? Was the device found in the correct position/geometry at the time of removal? Was a video esophagram or any additional imaging done? If yes, could you please send the results to (B)(6). Is the device available for return?

Manufacturer narrative:
(B)(4). Additional information received. The explant procedure has been scheduled for (B)(6) 2019.

Manufacturer narrative:
(B)(6). Date of report: only event year known: 2019. As a lot/batch was not provided, a device history could not be performed. Additional information requested and obtained: have you spoken to your physician about this issue? Soon, will talk to them tomorrow. What did your physician advise? Has not been advised yet. When was the device implanted/date? (B)(6) 2018, at least it was the beginning of (B)(6). Who was the implanting surgeon? Dr. (B)(6). Is the device still implanted? Yes. Facility: (B)(6) hospital. Operative report: yes we may obtain a copy. Surgeon: yes we may contact the surgeon. Spoke with the patient to obtain additional information. Patient followed up with her physician on (B)(6) 2019 and the decision was made to explant the device. The explant surgery has not been scheduled. The patient has been dilated twice since implant and the vomiting has not resolved. She is currently not taking any medication related to this issue. The patient has given permission for us to contact dr. (B)(6) for additional information. The patient agreed to contact us and provide the explant date once it is scheduled.

Event description:
It was reported that post implant of linx, they are vomiting continuously, x-rays and dilation of esophagus several times, the issue has not resolved, patient has had no relief, they are meeting with their physician tomorrow ((B)(6) 2019) to talk about next steps. The device remains implant.